Manufacturer narrative:
Bayer case number: (B)(4) head pain [head pain], severe asthenia [asthenia] , joint pain [joint pain] , digestive disorder [digestion impaired] , tinnitus [tinnitus] , sleep disorder [sleep disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in an adult female patient who had essure inserted (lot no. 629007) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), asthenia ("severe asthenia"), arthralgia ("joint pain"), dyspepsia ("digestive disorder"), tinnitus ("tinnitus") and sleep disorder ("sleep disorder"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to asthenia, arthralgia, dyspepsia, headache, tinnitus or sleep disorder. The reporter commented: period of occurrence: during the years that followed the insertion. Batch number 629007, manufacture date 2009-01-31, expiration date 2012-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Head pain [head pain] severe asthenia [asthenia] joint pain [joint pain] digestive disorder [digestion impaired] tinnitus [tinnitus] sleep disorder [sleep disorder] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("head pain") in an adult female patient who had essure inserted (lot no. 629007) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced headache (seriousness criterion medically important), asthenia ("severe asthenia"), arthralgia ("joint pain "), dyspepsia ("digestive disorder"), tinnitus ("tinnitus") and sleep disorder ("sleep disorder"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to asthenia, arthralgia, dyspepsia, headache, tinnitus or sleep disorder. The reporter commented: period of occurrence: during the years that followed the insertion. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.